Event description:
While in the lesion, the handle of the echo tip procore high definition ultrasound biopsy needle device broke. On eval of the returned device, it was confirmed that the needle was broken within the handle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot # was confirmed as c818470. There was no echo-hd-25-c device of lot c818470 stock at the time of the eval. The 1 x echo-hd-25-c of lot c818470 was returned for eval. It was returned in its original packaging and was open on receipt. The complaint info stated that user of the device had the following issue: "while in the lesion, the handle of the echo tip procore high definition ultrasound biopsy needle device broke." From the complaint description provided, it did not suggest that the needle was broken. On eval of the returned device, it was noted that the needle returned extended approx 3.5 cm from the sheath. The needle could not be advanced or retracted. The stylet was returned outside of the device. On closer examination it was confirmed that the needle was running parallel to the inner cannula in the inner handle and not inside it. During the eval, the handle was dismantled and it was confirmed that the needle was kinked and had broken at the kink broken which occurred within the handle approx 12.5cm from the threads of the luer lock. There was no piece of the needle missing. There was no harm to the pt reported. The customer complaint could be confirmed as the needle was broken within the handle of the device. It was determined during the lab eval that due to the needle running parallel to the inner cannula in the inner handle, this most likely caused the needle to kink and contributed to the break within the handle when the user was attempting to advance and retracted the needle. This issue had been detected in-house at cirl and a deviation has been was approved to address the issue that a change to the inner handle by the vendor can allow for the 25ga needles to be assembled between the inner handle and outer cannula. The deviation added the use of echo needle insertion tool k0116 and a check to ensure the needle assembly is inserted into the inner cannula to the production instruction for echo-hd-25-c. An ncr has been raised to further investigate this issue. The confirmed complaint device returned was related to this issue. It can be noted that the echo-hd-25-c devices of lot # c818470 involved in this complaint were manufactured while the deviation was still in place. Therefore, relevant personnel at cirl have been notified. However, as actual use conditions cannot be replicated in the lab we are unable to conclusively determine the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The mfg records for this echo-hd-25-c device of lot c818470 did not reveal any discrepancies that could have contributed to this issue. The 2 year complaint history has been reviewed for "broken needle" and the connector type of this complaint type is low. Complaints of this nature will continue to be monitored for potential emerging trends. From the info provided there was no harm to the pt.